Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's display screen was defective. The device was not in patient use.